Event description:
It was reported the pt was no longer receiving effective stimulation from the scs system. It was undetermined if reprogramming had been attempted, but it was reported the physician had scheduled the pt for an explant of the sys as requested.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.